Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01us - delsys/ expiration date: 28-feb2021 / serial#: (B)(4), UDI #:(B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Device mfg date: 26-sep-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced pericardial effusion and hypotension after device deployment. A pericardiocentesis was performed and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.